Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was ambulating to the bathroom, he experienced a low flow alarm, became symptomatic and sat down. The pump continued to alarm and then stopped. The system controller was then exchanged and the pump did not restart. The pt's wife called 911, and upon arrival to the hosp, the pump was still off. The pt was conscious, but symptomatic. The vad coordinator exchanged the system controller and the pump did not restart. The pump was off for approximately 1-2 hrs before it restarted spontaneously. The surgeon was able to reproduce the alarm and pump stoppage by palpating the lvad; however, the issue occurred intermittently. The hosp staff was unable to reproduce the event when the entire external portion of the driveline was palpated. It was also reported that the hosp staff was unable to get an adequate x-ray, as positioning the pt caused a loss of power/flow. A decision was then made to exchange the pump. The pt remains ongoing with the new lvad.